Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. The noise was too large to program around, and further consultation was planned. No adverse patient consequences were reported.